Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the front pulse wire inside the trunk cable. The cause of the test failure is the open pulse wire. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported check therapy pad messages.